Event description:
It was reported that a patient presented in-clinic for a right ventricular (rv) lead procedure. Upon interrogation, the patient's rv lead was found to have high pacing impedance, high capture thresholds. Lead fracture was suspected as the cause of the malfunctions. The rv lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition throughout the event.

Manufacturer narrative:
The reported event of high pacing impedance, high capture thresholds and lead fracture was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal abrasion breaching ring electrode, right ventricular and inner coil lumens beneath the right ventricular shock coil. The ptfe liner of the inner coil and etfe cable coating were not abraded but damaged during the procedure.